Event description:
Manufacturer ref.#: (B)(4).

Manufacturer narrative:
According to received information from the fse (field service engineer), this complaint was created in error. The compressor works properly. Problem code: 4112.

Event description:
It was reported that the compressor did not turn on. There was no patient involvement. Manufacturer ref. #: (B)(4).